Event description:
As reported through the partners clinical trial, the patient was diagnosed with leaflet degeneration 4 years post implant of a sapien 23 mm valve. The patient presented to the ER several months prior with shortness of breath and exacerbated chf and was treated with diuretics and discharged. She was re-admitted to the hospital one week later with exacerbated chf and was diuresed with IV lasix and discharged again. Forty-six months post tavr, she presented with chf nyha class iii symptoms. Transthoracic echo revealed moderate ai and she was admitted for left heart catheterization to determine the severity and possible intervention. The aortogram revealed grade iii ai that was completely transvalvular. The intracardiac echo confirmed degeneration of the left coronary leaflet. The patient¿s diuretic dosage and ppm rate were increased. At the time of this report, the patient was being treated with ongoing medication. The actual plan for intervention has not yet been reported.

Manufacturer narrative:
Per the instructions for use (IFU), valve regurgitation and structural valve deterioration including calcification and stenosis are potential adverse events associated with transcatheter aortic valve replacement (tavr) and bioprosthetic heart valves. The IFU also warns of accelerated deterioration of the bioprosthesis may occur in patients with an altered calcium metabolism. In this case, the cause of the grade iii ai appears to be the result of degeneration of the left coronary leaflet. Specific details about the leaflet degeneration were not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Per medical records received, no additional intervention required for this patient for this event.